Manufacturer narrative:
(B)(4). Method the device history and sterilization records were reviewed. Results the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2015-25077, 1627487-2015-25078 and 1627487-2015-25079.

Manufacturer narrative:
Results: the complaint of ¿pain in the area of implanted device/ possible infection¿ was not confirmed. As received, microscopic inspection revealed broken wires in the header of the extension. As there was no breach of the outer tubing and invalid impedance was observed prior to the revision, the fracture was consistent with an overstress condition the lead was subjected to while inside the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4 reference MFR. Report#: 1627487-2015-25077, 1627487-2015-25078 and 1627487-2015-25079.